Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the upn or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the physician was unable to unlock the elevator of the exalt scope. When the physician applied force to remove the balloon, part of the catheter ripped apart in the patient. Reportedly, the entire scope was removed and then re-cannulated with a non-bsc scope to retrieve the part of the catheter. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.